Event description:
Patient has had prior high power alarm and speed drops, associated with up trending ldh, concerning for thrombus while outpatient. New renal infarct, diagnosed by CT of abdomen and pelvis. CT a/p discussed with chest radiology, no clear evidence of thrombus. Ldh remains elevated >1000 and haptoglobin <10. Performed vad weaning in hospital to see if patient could tolerate explant. Pt in surgery for heartmate ii explant. May exchange to hm 3 if lvad wean is not tolerated. Not a candidate for oht due to cancer history. Patient required inotropic support to maintain adequate rv and lv function once lvad was removed.